Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that for about a year the patient had a history of right ventricular lead noise. The noise was causing pacing inhibition. It was noted that the patient was in chronic atrial fibrillation. Programming changes were discussed; no intervention was reported. Patient will continue to be monitored. No additional information was reported.